Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and adjusted to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error message. Further information was received form the fse indicating that the error caused the system to lock up. No pt serious injury or death was reported related to this event.